Manufacturer narrative:
(B)(4). The customer stated that the product would not be returned because the event product was discarded. The root cause of the customer's report of a leak could not be identified.

Event description:
It was reported that the set cracked and leaked during a chemo infusion. There was no report of patient harm. Medical intervention was not required. The customer stated that no further patient/event information is available.